Manufacturer narrative:
Product complaint #: (B)(4). G5 ¿ 510k: this report is for an unk - insertion instruments: trocar: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review /investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of shaft of right humerus. During the surgery, it was found that the multiloc screw which was intended to insert to ¿b hole¿ was inserted out of the hole. To remove and re-insert the multiloc screw, a screwdriver was tried to be connected to the multiloc screw, but it took time (about 3 minutes). Therefore, at the discretion of the surgeon, the operation was continued without replacing the multiloc screw, and completed successfully within 30 minutes delay. No further information is available. Concomitant device reported: unknown proximal screws (part# unknown; lot# unknown; quantity: unknown). Unknown nail ((part# unknown; lot# unknown; quantity: 1). Unknown drill ((part# unknown; lot# unknown; quantity: 1). Unknown depth gauge ((part# unknown; lot# unknown; quantity: 1). Unknown hammer ((part# unknown; lot# unknown; quantity: 1). Unknown connecting screw (part# unknown; lot# unknown; quantity: 1). This complaint involves unknown number of devices. This report is for (1)unk - insertion instruments: trocar: trauma. This report is 3 of 3 for (B)(4).